Event description:
The manufacturer received information that a trilogy 100 ventilator device was returned to a service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed during the run-in test that the device did not power up and there was no communication with the unit. The main system circuit board and attached daughter board will need to be replaced due to functional failure. Additionally, the enclosure seal kit was damaged, and the warning label was peeled. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of the device did not power up is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.